Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated mid left main and svg graft with a total of two xience v stents. In 2009, the patient experienced angina while walking on level ground, climbing stairs and bowling. The medications were increased and the angina improved, but still markedly limited the patient's activity. The following month, a repeat catheterization was performed which revealed restenosis of the xience v stent implanted within the mid-left main at the index procedure. The patient underwent percutaneous coronary intervention as treatment. The condition is continuing. There is no additional information available.